Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient stated the up arrow button was unresponsive. The patient reportedly then removed part of the keypad in an attempt to fix the button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that they keypad is lifted near the contrast key and the ok symbol is found to be worn. The up key is intermittently responding to user input and requires excessive force to activate. The backlight, down and ok keys are responsive to user input. Removed the keypad cover; contamination was present under the up, down and ok key contact. The display lens was found to be scratched.